Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reported did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the reported to properly complete an investigation. Additional info has been requested by phone, fax and mail on (B)(4) 2013. A completed questionnaire has not been received. (B)(4).

Event description:
A nurse reported that a pt had an unexpected postoperative outcome following intraocular lens (iol) implant surgery. Additional info has been requested.